Event description:
During an initial implant, loss of capture and increased pacing impedance were observed on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event. The patient was stable.